Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise. Programming changes were implemented. The patient was recovering after the intervention.